Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced a bent cannula on (B)(6) 2024 (one event) and (B)(6)2024 (two events). His blood glucose level due to the issue was 203 mg/dl for first event and 212 mg/dl for other two events.the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1876140 MDR 3003442380-2024-05003- device 2 of 3